Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, that it had a hardware failure, broken tower light and light panel. The customer reported that there were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the light diffusers in the tower that were destroyed. The field service engineer replaced the light diffusers in the tower to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system that it had a hardware failure, broken tower light and light panel. The customer reported that there were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this incident.